Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: 814309180, affixus hfn 125 deg 9mm x 180mm, 524140. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10147.

Event description:
It was reported that the screw would not thread into the nail, so the nail had to be explanted. Attempts have been made and additional information on the reported event is unavailable.